Event description:
Applied icy hot back patch and 6 hours later, tried to remove with much difficulty and once pulled off, skin was left with 4-5 open abrased areas resembling 2nd degree blister burns. Dose or amount: patch, frequency: 6-8 hours, route: top. Dates of use: 2007. Diagnosis: back pain. Event abated after use stopped: no.